Manufacturer narrative:
A ge representative evaluated the system and adjusted the workstation 5v power supply. System operates as intended. (B)(4).

Event description:
The customer reported the system will not fluoro. No pt injury was reported.